Event description:
It was initially reported that the vns was causing issues for the patient. It was later reported that the patient's vns was shut off due to hoarseness, dizziness, and blacking out. No additional or relevant information has been received to date.